Event description:
Customer reported the system is not booting. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and removed the service floppy disk from the disk drive. System operates as intended.